Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length in particular at one end with struts distorted, stretched and bunched. The stent showed no signs of fracture or breakage, only severe damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The long target lesion was located in the severely calcified proximal left anterior descending (lad) artery. Following pre-dilatation, a 2.50 x 38 synergy¿ drug-eluting stent was deployed in the mid to distal lad using a 6f non-bsc guide extension catheter. Subsequently, a 2.50 x 32 synergy¿ drug-eluting stent advanced using the 6f non-bsc guide extension catheter but failed to cross the lesion. Upon removal of the 2.50 x 32 synergy¿ stent, the device came into contact with the tip of the non-bsc guide extension catheter and the stent dislodged into the proximal lad. A snare was used to remove the dislodged stent; however, several millimeters of the distal part of the stent detached and remained in the coronary artery. The procedure was completed with a 2.5x33 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The long target lesion was located in the severely calcified proximal left anterior descending (lad) artery. Following pre-dilatation, a 2.50 x 38 synergy¿ drug-eluting stent was deployed in the mid to distal lad using a 6f non-bsc guide extension catheter. Subsequently, a 2.50 x 32 synergy¿ drug-eluting stent advanced using the 6f non-bsc guide extension catheter but failed to cross the lesion. Upon removal of the 2.50 x 32 synergy¿ stent, the device came into contact with the tip of the non-bsc guide extension catheter and the stent dislodged into the proximal lad. A snare was used to remove the dislodged stent; however, several millimeters of the distal part of the stent detached and remained in the coronary artery. The procedure was completed with a 2.5x33 non-bsc stent. No patient complications were reported and the patient's status was good.